Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The de novo lesion was located in the left common iliac which was 70% stenosed and severely calcified. The physician advanced the 9.0 x 40/75cm mustang balloon catheter to the lesion and inflated the balloon to 16atms for approximately 20 seconds and the balloon ruptured. The device was removed intact. The procedure was completed with an express ld device with successful results. No complications were reported and the patient's status is okay.

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. The de novo lesion was located in the left common iliac which was 70% stenosed and severely calcified. The physician advanced the 9.0 x 40/75cm mustang balloon catheter to the lesion and inflated the balloon to 16atms for approximately 20 seconds and the balloon ruptured. The device was removed intact. The procedure was completed with an express ld device with successful results. No complications were reported and the patients' status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn longitudinally running proximally for a distance of 50mm approximately 15mm proximal to the distal tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).